Event description:
At 1115 hours the rn pulled on the flotrac blue pigtail to flush the arterial line and it ripped off. The arterial line was filled with blood and a new arterial flush set up had to be started immediately to save the arterial line and to prevent clotting. Rn had a set up ready and connected it in time to avoid clotting of arterial line. Note: the flotrac was set up three days prior to the event and was due to be changed at 1800 hours on the day of the event.